Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the returned kit for heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), confirmed that the top seal was broken. A specific cause for this finding could not be conclusively determined through this evaluation. Inspection of the lvas kit for (B)(4) confirmed that the sticker seal on the blue suitcase was broken. The packaging of the internal components was also inspected and was unremarkable. Given the fact that the center did not remove the products from their individual packaging, the packaging was left intact and no functional testing was performed. Review of the device history records for (B)(4) showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 13apr2021. Although a specific root cause for the seal being broken could not be conclusively determined, this does not appear to be a manufacturing-related issue. The inspection steps that are currently in place would have captured the reported event of the hm3 implant kit seal being broken if the seal was broken while the kit was still within the control of abbott manufacturing. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ of this IFU contains information regarding the unpacking of the hm3 lvas kit. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the account noted when unpacking the implant kit from its outer packaging that the implant kit seal was destroyed. It appeared that the kit was already opened prior to shipment. A new implant kit was requested. The old kit was to be returned.